Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a antesternal anastomosis of esophagus. The device would not fire and the jaws did not open smoothly. The handle was replaced with the same cartridge and the surgeon tried to fire the device but could not. The reload was replaced and the case was completed. No patient injury.